Event description:
It is reported that after adopting a monofocal toric intraocular lens (iol), the patient complained of feeling very off balance and not working well with another eye hyperopic with residual astigmatism. The lens was explanted and replaced in the secondary surgical procedure with an unknown iol. The patient's status is temporarily impaired. Patient daily activities are affected. The pre-op vision is 20/40¿2 and vision post-op 1st day 20/60¿2; 20/100¿1 post-op 4/25. No injury or intervention is required. No further information was provided.

Manufacturer narrative:
Section a3b a4,a5,a6: unknown/not provided . Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: based on further review, the codes from the initial MDR of code 2137 - blurry vision is no longer applicable. The following codes have been added to reflect the new information: section h6: health effect - clinical code: 2138 - visual impairment. Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 22, 2024 .. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half. One haptic was cut and missing. No issues that could have caused or contributed to this complaint event were identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.